Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced air-in-line for alarm. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the ail sensor assembly. Device history review a review of the device history record for sn (B)(4) was performed from the date of manufacture 11/29/2012 to the present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement.